Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that the patient was implanted with cartiva in the right side on (B)(6) 2019 and revised on (B)(6) 2022 due to hallux rigidus and pain.